Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the unit was not stripping the skin well. There was no harm to the patient, no delay, or damage to graft was reported. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined he reported event of the device not stripping skin could not be replicated. However, the cutter and handle were found damaged, the roller was discolored, and the device was out of calibration which could lead to the reported issue. The roller, handle, and cutter were replaced and the unit was recalibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.